Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B) (6) 2010. Inratio: 2.5. Lab: 7.4.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: inratio - 2.5. Reference - 7.4. Mean - 4.95. Confidence limits- 2.8-7.2. Confidence limits were derived from mean calculation of comparison test data. Both inratio and reference values fall outside the limits. Accuracy testing on returned and in-house meters revealed no product discrepancy. Accuracy criteria was met. Meter passed all functional testing. There is no sufficient information to determine the root cause of customer's discrepancy. Per general description of the complaint, patient had bruising. As of 04/06/2010, twelve discrepant result complaints were reported for lot #225323 yielding a complaint rate of 0.007%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (>0.07%) no further action is required at this time. Ongoing trending shall be performed to determine if further action is warranted. No corrective action required at this time as no product deficiency was established. Investigation results: the allowable difference between the inratio's inr's and (B) (4) inr's was calculated. At least two out of three replicates for both samples of strip lot 225323 are within the allowable bias (+/- 1.0). No discrepant results were produced on returned and in-house meters. These meet the above criteria. No further action is required.